Event description:
It was reported to baxter colombia where a light sensitive drug set leaked. The event occurred during priming. There was no report of patient involvement, patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An available sample has been requested, but has not yet received. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.